Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 18th june 2012. The device was returned with a reported fault of ¿device switching on automatically¿. The multiple manual power ups mainly of ten-minute duration would suggest the device was switching on automatically. The fault was traced back to corrosion on multiple tracks of the membrane tail including track 13 (on_button).the faults could not be replicated when the corrosion was cleared. This would confirm the failure of the returned membrane due to corrosion. The corrosion observed on the returned membrane tail would indicate the device had been subject to adverse storage, however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.